Event description:
It was reported tha the patient experienced a medical or therapy problem following an unrelated CT scan. No patient symptoms, treatment, or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).